Manufacturer narrative:
One medfusion pump was received with the top case chipped and cracked. The event history log was reviewed and there was a check clutch/plunger lever error in the history. A flow test was conducted and the reported error was able to be duplicated. The position pot tab was broken off and the issue was as a result of the customer's physical damage to the device. The position pot was replaced to resolve issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a check plunger lever error. It was reported that the issue occurred during set up before patient use.